Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issues in getting back to home screen. The customer¿s blood glucose level was unknown. Customer stated that they need to replace batteries every 4 to 6 days, backlight was dimmer and received random unexplained no delivery alarms. Customer also stated that the insulin was streams out during priming few times. The insulin pump will not be returned for analysis.